Event description:
The user facility reported, the housing broke at the weld during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported, the housing broke at the weld during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed. The international service technician observed the weld was compromised.